Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to a biopsy procedure, the device was allegedly self-activated. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, the cannula allegedly detached from the hub. The procedure completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: received one marquee disposable core biopsy instrument with its packaging and label. The device had residue on its outer housing and the cannula was noted to be detached from the hub. Upon disassembly for further evaluation, the proximal end of the cannula was found to be slightly flared and the sandblasting was noted to be non-homogenous. These identified anomalies were noted to not be within the acceptable criteria. Therefore, the investigation is confirmed for the detachment as the cannula was noted to be detached from the instrument. The investigation is confirmed for the identified nonstandard device issue as the proximal end of the cannula was found to be nonhomogeneous and not flared to acceptable criteria. The root cause for the reported detachment issue is likely due to the condition of the cannula (e.g., nonhomogeneous, and not flared to acceptable criteria). The root cause for the identified nonstandard device issue is determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2025), g3. H11: b5, h6 (device, method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.